Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after pool-based water therapy the ilet pump became unresponsive with a black screen, did not wake when placed on the charger or when the wake button was held, and the user transitioned to multiple daily injections; a replacement pump was provided and the user was instructed to avoid submerging the device and to return the original. Symptoms included hyperglycemia with a reported peak of 255 mg/dl without ketosis, loss of consciousness, or other acute complications; the user self-treated with subcutaneous rapid-acting insulin. Outcomes included temporary interruption of pump therapy and use of backup insulin administration. Investigation included technical troubleshooting to verify charger function and device wake attempts, confirmation of device handling relative to water exposure, and coordination for device return and inspection of the returned device. Investigation of this device revealed a screen unresponsive condition associated with suspected liquid ingress affecting the pump hardware and display components. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental exposure beyond device specifications.